Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred. The contact could not provide the amount the cartridge was filled. The contact stated that it could have been possible that the customer's mother tried to reload the cartridge with more insulin; however, it could not be confirmed. The customer's blood glucose level was 365 mg/dl and it was addressed with a manual injection. It was noted that the customer's mother would bring the customer more insulin to fill another cartridge.